Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the initial implant, after multiple positioning attempts right atrial (ra) lead had low p waves and high thresholds upon repositioning the helix was unable to be retracted. The lead was removed and it was noted that the helix was partially extended. A secondary ra lead was attempted however the helix was unable to be extended and the lead was not used. A third ra lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.